Event description:
The patient reported that the needle button popped out around 1:00 p.m. Two days ago, after having the v-go for around 12 hours. The patient indicated that this is the first time this happened.